Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited the prior undefined high impedance measurement and no further information or confirmation of electromagnetic interference could be obtained through follow up.

Manufacturer narrative:
Concomitant medical products: etlw1610c199e stent, etbf2513c145e stent, and etlw1624c82e stent implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead impedance measurement was undefined high and electromagnetic interference was suspected. Both leads remain in use. No patient complications have been reported as a result of this event.